Manufacturer narrative:
The device was returned to zoll medical australia for evaluation and the pd engine board was replaced to resolve the report. The device was recertified and returned to the customer. The pd engine board was sent to zoll medical corporation united states for further evaluation; the customer's report was duplicated and attributed to a faulty charging cap on the pd engine board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.